Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that through remote transmission, episodes of non-sustained rv oversensing were observed. Review of the egm revealed loss of capture on the ventricular. It was also noted that the lead impedance had decreased. X-ray indicated a minor dislodgement. The lead was explanted and replaced. The patient was stable during and post-procedure.